Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b5, h6.

Event description:
It was reported the patient was revised to address dislocation, elevated ion levels, and peripheral nerve damage. No further information available at the time of this reporting.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Lab results revealed an elevated cobalt 5.8 and patient was revised. Medical records were provided and reviewed by a health care professional. Lab results revealed an elevated cobalt 5.8 and patient was revised. Op notes indicated large amount of very dark brownish watery fluid consistent with liquefaction of an old hematoma, consistent with a previous dislocation 2-3 weeks prior. Entire abductor tendon one hundred percent avulsed with broken sutures. The stem was well fixed with no evidence of bone infection but the greater trochanteric and intra-trochanteric area appeared grayish, dark tan, and discolored. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: cup 00875705401, lot: 62666950, (B)(4); liner 00875201136, lot: 62221317, (B)(4); femoral stem 00784101400, lot: 62602166, (B)(4); femoral head 00801803603, lot: 62641531, (B)(4); bone screw 00625006520, lot: 62490937, (B)(4); bone screw 00625006530, lot: 62653389, (B)(4). Multiple mdrs were filed for this event. Please see associated: 0001822565-2019-03365, 0001822565-2019-03366, 0002648920-2019-00584, 0001822565-2019-03367. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address unknown reasons. No further information is available at the time of this reporting.